Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
The device above elective replacement indicator (eri) was returned due to advisory with no allegation of a malfunction. Visual inspection, interrogation, and communication of the device were normal with no anomalies found.